Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to duplicate the issue reported when testing the machine. The fss primed and tuned the account¿s handpieces. The fss found no chamber issues when using a larger phaco tip that the fss uses for testing purposes. The fss observed there was more chamber depression when using the account¿s .7 tips. The fss suspects an accessory issue with customer¿s tip and phaco sleeves. The fss advised the account to inquire about using larger tips. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported the chamber collapse resulting in a posterior capsule tear. As a result of the broken capsule, an unplanned anterior vitrectomy and sutures required. A description from the surgery center indicated there was an issue with the vacuum and follow ability of the eye material to the phaco tip that resulted in chamber collapsed. The surgery center indicated the patient may require a posterior vitrectomy performed.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.